Event description:
It was reported that during a liver resection procedure, surgeon wanted to fire the device, but the device jammed on the tissue. The surgeon removed the stapler. Another like device was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. A gst60w cartridge was loaded on the device. The cartridge was received fully fired and in good visual conditions. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Upon further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor.